Event description:
As reported, approximately 1 year and 8 months post the initial right total shoulder arthroplasty, the patient was revised due to dislocation. A screw was found to be stripped. There was no reported surgical delay/prolongation. The patient outcome is unknown.